Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 4 instances of load step malfunction failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 26-apr-2018 device evaluation: in q1 2018, there was 1 instance of a load step malfunction failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 41 allegations of a malfunction, 21 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to incorrect force sensor calibrations, force sensor contamination, and damaged force sensor pins. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 41 malfunction events. A review of the events indicated that the one touch ping model pump experienced a load step malfunction issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-69 years of age and between 28 and 275 pounds. Of the reported patients, 21 were male, 20 were female, and 0 were unknown.